Event description:
It was reported that stent damage occurred. The ostial lesion was located in the proximal saphenous vein graft (svg) of the right coronary artery. A filterwire ez embolic protection system was inserted over a non-bsc guide catheter. A 3.00x24mm promus element plus stent was used to treat the lesion and was successfully deployed. The physician attempted to remove the filterwire. While doing so the guide catheter ¿jumped into the svg¿ and came into contact with the stent and compressed the stent from 24mm down to 10-12mm. The guide catheter was pulled back. It was noted that the stent may not have been fully opposed. A 2.5x12mm apex balloon catheter was used dilate the stent. The physician implanted another promus element plus 3.0x24mm stent. A 3.25x20mm nc quantum apex balloon catheter was used for post dilation. The devices were removed. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).